Event description:
Koru medical became aware of mw5097586 received through the FDA medwatch program stating "spontaneous call - patient and husband called in to advise that they had a syringe eject from the freedom pump and now pump seem to be malfunctioning and infusing quicker than usual. Patient requesting replacement pump to be sent for next infusion. Patient understands that they did not quite get the tubing secured at the end of the pump, but now the pump is malfunctioning. Unknown if pt missed a dose; no adverse effects reported; we are sending a box for pump return; unknown lot/expiration. No further information known. Pump used to infuse 10 grams of gamunex-c 10% subcutaneously every week. Indication: common variable-immunodeficiency, unspecified. Reported to (B)(6) by pt/caregiver. " a good faith effort was sent to the initial reporter on 18-nov-2020. A response was received stating the patient did not provide any pump information however, upon investigation there is a reasonable possibility the pump in question was (B)(4). This pump was sent to the patient on 15-oct-2019, the patient reported the device malfunction on (B)(6) 2020 and returned the pump on 02-nov-2020. No further information known. The device involved in the event was not returned to koru for evaluation. Manufacturing review and assessment confirmed one driver failed for a low average pressure reading and one driver failed to wind. Both drivers were repaired and retested meeting specification prior to being released to finished goods. Serial (B)(4) passed performance testing without requiring retesting or repairs prior to being release to inventory. The most likely root cause for this incident is end-user error, the end-user did not seat the disc luer securely into the freedom60. No further information has been received, therefore koru medical considers this medwatch closed. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
This MDR is being filed as part of remedial action performed per CAPA (B)(4). CAPA (B)(4) has been initiated to investigate syringe ejections.